Event description:
One touch ultra meter was reading inaccurately high. Medical affairs specialist called and left a message for the patient and reporter. A letter will be sent since there was no response from them. The patient had received a result of 98 mg/dl on their meter. At that time, they were feeling dizzy. Within 10 minutes, the nurse tested them on their one touch ultra meter with a result of 54 mg/dl. The patient's symptom matched the nurse's meter result. Based on the symptom and their meter result, she gave them 1/2 a sandwich and 1/2 cup of milk. There is still insufficient information regarding their diabetes medication regimen and it is unknown if they had taken any medications or withheld any medications based on their meter results. During troubleshooting, was verified that the patient's meter was in the right unit of measurement (mg/dl). Their testing technique was correct. However, they were using expired test strips, which is considered use error. The control solution test failed, which is consistent with the fact that test strips were expired. The nurse was advised to have the patient purchase new test strips. Based on the information provided, there is no indication that the product has malfunctioned. However, there is use error involved (expired test strips). The patient experienced a serious injury (blood glucose result of 54 mg/dl on the nurse's meter). Their symptom and treatment did not match their meter result. Therefore, this case is reported as an adverse event due to use error. The patient was not sent any replacement products.